Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that patient was revised to address painful hip and loosening of the stem at bone to implant interface. Could not read any numbers on the implants. Previous op note showed a 32+9 ceramic head. Ka11 corail stem and 32x48 +4n altrx liner. No further information is available. Doi: (B)(6) 2016; dor: (B)(6) 2020; affected side: left hip.